Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.

Manufacturer narrative:
(B)(4): the meter involved was found to have a pc board contamination and does not turn on due to high standby current. Testing for error 1 could not be completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.